Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification was performed and the lens was returned cut in two pieces. The condition observed and the way in which the cut was formed is consistent with a lens that has been cut due to ¿iol removal process¿. According to the complaint folder information, lens was removed during same surgical procedure. The complaint issue reported as ¿capsule tear¿ was not confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that as an intraocular lens, model zcb00, was inserted into an eye of an (B)(6) female patient, the capsule bag tore. The lens was removed and a vitrectomy had to be performed. The lens was changed to a focus lens type (manufacturer unknown). The patient was fine post-op. No other information provided.